Manufacturer narrative:
The biomedical engineer reported that the display screen on the central nurse's station (cns) went out. Calibrating the touchscreen resolved the issue. No patient harm was reported.

Event description:
The biomedical engineer reported that the display screen on the central nurse's station (cns) went out.

Event description:
The biomedical engineer reported that the display screen on the central nurse's station (cns) went out.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, (B)(6) (1) one of the monitors for the cns-6201a (pu-621ra sn:(B)(6)) went out. (2) upon placing a replacement in its place, they were not able to get dual screen and had trouble with the touchscreen settings. Service requested troubleshooting/assistance service performed nk support walked customer through the monitor sync process. Touch key calibration was performed to resolve the issue. Investigation result the cns was put into service on 02/24/12, which is 6 years prior to the reported issue. A review of cns history found no previously reported issues with the display or monitor. (1) there was a failure of the cns monitor. The cns monitor is manufactured by a third party company. Per cns-6201a service manual eighth edition, customer is advised to perform a maintenance check at least every 6 months. This includes checking the appearance for damage and contamination, as well as checking the display upon power on. If the monitor had not been replaced during the cns's lifetime, this would indicate the monitor was 6 years of age. During this time, factors such as use, power issues, and other environmental conditions at the facility could contribute to degradation of the part. Product information for the failed monitor was not provided. As the part was not returned, nka evaluation could not be performed. Condition of the monitor and length of display downtime was not provided. The root cause could not be determined from the information available. This issue should be readily detected as cns operator and service manual advises that both the instrument and the patient must receive continual, careful attention. Failure of the display monitor does not prevent alarm indicator from lighting up should an event occur, as it is connected to the cns, not the monitor. Information on which devices were monitored by the cns was not provided. Patient information can be seen on all bsm's and certain telemetry devices. Therefore, monitoring may still occur upon cns display failure. Additionally, the bsm's are able to alarm at the point of care. The display had failed well beyond the warranty period. (2) customer was having issues with setting up the replacement monitor. The root cause is determined to be user error/education needed. Issue was resolved with assistance of nk support in providing customer with proper device set up and calibration. Cns-6201a administrator's guide outlines instructions for connecting the lcd display to the pu-621ra cns. Calibration of the touch screen is addressed in the cns-6201a operator's manual. There were no further reported issues with the cns. Based on the given information, this issue is not suspected to be caused by deficient design corrected information: g4. Date received by manufacturer: should be 02/13/2018 not 03/14/2018 as listed on MDR initial report